Event description:
Procedure: anterior resection post operatively hem bleeding from inferior mesenteric artery, on aortic side after sealing with ligasure device occurred. There was no bleeding during the operation but there was bleeding 3 hours post operatively following coughing episode. Emergency laparotomy indicated the seal was "disrupted." The tissue was sutured and current pt status is satisfactory.